Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began a ¿week and a half ago¿. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, ¿4 or 5 days¿ after the alleged issue occurred, she developed symptoms of ¿dry mouth¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.